Manufacturer narrative:
A video was returned showing a micron filter leaking from the outlet filter. The complaint filter leakage can be confirmed based on the video returned by the customer. Additionally, a picture of the packaging showing the lot number was returned. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending. E1-initial reporter facility name: (B)(6).

Event description:
The event involved a primary plum set, ln 15443-31, lotn 5983801. The reporter stated that the photosensitive set leaked in filter area while in use to administer parenteral nutrition to a patient. The status of the product at the time of event was during infusion. There were two sets involved in the event, and that the set was removed, and the administration of parental nutrition was suspended. There was patient involvement, but no report of patient harm. This captures two of two occurrences.